Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 27-jul-2018 with the following findings: during investigation, the pump powered up to a dim and red display with evidence of moisture corrosion the display screen inside the pump. A leak was found in the display. The pump¿s cover was removed to find moisture corrosion on the power printed circuit board and to the continuous glucose monitoring module.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (dim/fading/color spectrum with moisture) issue. It was alleged there was moisture behind the dim display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.